Event description:
Boston scientific received information that surgical intervention was performed to explant this left ventricular (lv) lead due to dislodgment. Prior to the procedure the patient reported shortness of breath. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.